Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during the thoracoscopic right upper lobectomy, could not install the reload, checked the reload, noted this reload missed 3 staple drivers. Another device was used to complete the surgery. There were no adverse consequences to the patient. Our customer suspect it was battery issue. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # r59a15. Per photographic evaluation: one photo was provided. The photo shows a gold reload from the bottom view. No damage on the reload is noted. Based on the photo reviewed the event described cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results showed that one ecr60d cartridge reload was returned with 11 double drivers missing making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from left side. While no conclusion could be reached on what caused the pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number r59a15, and no non-conformances were identified.